Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn blood collection tube, the device experienced hemolysis. The following information was provided by the initial reporter. The customer stated: late last week we began to notice an issue with the green top blood tubes resulting in a dramatic increase in hemolyzed samples.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-12-14. H6: investigation summary bd received 14 samples and 1 photo for investigation. The photo was reviewed and the indicated failure mode for hemolysis was not observed. Additionally, the customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. The samples were tested and no issues relating to hemolysis were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to confirm the customer¿s indicated failure (hemolysis) because the defect was not evident in the testing of the complaint lot samples. All samples (customer and control lots) demonstrated clinically acceptable performance for all visual observations evaluated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode hemolysis. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn blood collection tube, the device experienced hemolysis. The following information was provided by the initial reporter. The customer stated: late last week we began to notice an issue with the green top blood tubes resulting in a dramatic increase in hemolyzed samples.